Event description:
It was reported that asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed. Programming changes made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.